Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier (UDI) not available.

Event description:
It was reported that when using the bd pyxis¿ es server had 1.6 million patient encounters, seems to be causing slowness. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had 1.6 million patient encounters, seems to be causing slowness. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server had 1.6 million patient encounters, seems to be causing slowness. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that the server had encountered 1.6 million patients encountered and seem to be caused slowness in the server. A technical support specialist dialed into the server and identified errors in the event logs: dispatch logger failed to connect to broker 'localhost' on port 5672, with repeated retries. Knowledge article ka (pyxis link ¿ how to re-install rabbitmq) was located and applied to resolve the issue, resulting in a reduced number of patient records. The system functioned as intended after the technical support specialist troubleshot the device.